Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the pt was admitted to the hospital on (B)(6) 2012. While undergoing open heart a surgery an interjugular catheter was place in the pt's neck. On (B)(6) 2012, while recovering from open heart surgery the pt was being assisted by a nurse when the line became disconnected from the pt's interjugular catheter. Air entered the pt's jugular causing his heart to stop being and an air embolism in his brain. The pt was resuscitated but suffered permanent brain damage as a result of the incident.